Manufacturer narrative:
Block h6: device code 1069 captures the reportable event of wire break. Block h10: the returned ultratome xl was analyzed, and a visual evaluation noted that the cutting wire of the device was found detached, bent and blacked. It was also observed that the break in the wire was not smooth. A functional evaluation was performed with a test guidewire, and it advanced as intended through the tome. No other issues with the device were noted. The reported event was confirmed. According to the product analysis, the cutting wire of the device was found detached, bent and blackened. Based on the condition of the device, the observed damage may have been caused by excessive voltage or energizing the device when not in contact with tissue. Based on review and analysis of all available information, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a ultratome xl was used in the sphincter during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the physician felt resistance when advancing the guidewire in the tome and there was a break in the cutting wire. Nothing detached and fell in the patient. The procedure was completed with another ultratome xl. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a ultratome xl was used in the sphincter during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the physician felt resistance when advancing the guidewire in the tome and there was a break in the cutting wire. Nothing detached and fell in the patient. The procedure was completed with another ultratome xl. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.